Manufacturer narrative:
Implant regio 24 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Initial report was submitted 03/02/2021 but did not pass. This is the combined initial and final report.

Event description:
Implant fracture.